Manufacturer narrative:
A partial lead measuring 44.7cm was returned. Externalized conductors due to internal insulation abrasion were found at 1.2-5.3cm from the distal end. Internal insulation abrasion was noted at 2.9-3.9cm from the distal end. The etfe coating was intact at these locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported during ICD extraction for erosion and infection, externalized cables were observed upon extracting the lead. No electrical anomalies were detected. The lead was replaced; there were no adverse consequences.